Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was a cuff on the catheter balloon.

Manufacturer narrative:
Received 1 used silicone catheter. The reported event was confirmed; however, the cause is unknown. Per the visual evaluation, a cuff roll was observed. And it was also noted that the balloon was burst. No pieces were missing. No others defects were observed. Per the dimensional evaluation, the active length was measure and results are as follows: short side= 0.5775¿, long side= 0.5825¿ (per dwg1067b the active length is 0.5¿ to 0.8¿). The catheter's active length was found within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "caution: do not aspirate urine through drainage funnel wall. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. Recommended inflation capacities: 3cc balloon: use 5cc sterile water, 5cc balloon: use 10cc sterile water, 30cc balloon:use 35cc sterile water. Do not exceed recommended capacities. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was allegedly a cuff on the catheter balloon.